Event description:
I was fitting a patient with a trom [total range of motion] knee brace and the straps ripped as I undid the velcro. Dme [durable medical equipment] was unsafe to dispense to a patient.